Event description:
During the repair of the syndesmosis, the doctor attempted to use a zip rope type suture technique, however the suture was not tight enough to hold the syndesmosis. The suture was removed and a large algemeinshaft osteosynthesefragen (ao) screw was used to obtain a very stable fixation.====================== manufacturer response for ziptight ankle syndesmosis fixation system, (brand not provided) (per site reporter)======================no evaluation report received as of yet.